Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported april 05, 2016, a (B)(6), female patient presented for an angiographic procedure for a filter removal. During the case, upon threading the catheter over the wire, the physician noted the catheter to be split. The catheter was removed from the wire with no reported complications. The device was set aside and a new of the same was used to successfully complete the procedure. There was no harm or injury to the patient due to this event. It was reported the defective disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was an accu-vu catheter. A visual review of the catheter noted no defects. The full length of the device was examined under a microscope, including the tip, and no breaks or cracks were visualized. A known good .035" guidewire was advanced through the device. No cracks/splits/fractures were observed. The customer's reported complaint description of a split in the catheter could not be confirmed as no defects were found on the returned catheter. Without confirming the complaint a root cause cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use , which is supplied to the end user with this catalog number, contains a statement; "do not insert catheters directly through synthetic vascular grafts. Insert through a sheath introducer. Never advance or retract an angiographic catheter or guidewire against resistance. This may result in damage to the vessel, the product, or both." The IFU also states: "reshaping of catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).